Event description:
It was reported that a patient, (B)(6) y.o., male, underwent an atrial fibrilation (afib) procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient had no reported relevant medical history. After isolating the left pulmonary vein, the physician utilized cartosound to visualize the epicardial space. At this time, it was noted that a pericardial effusion was present that had not been at the beginning of the case. As the effusion was not large, and cardiac function was not impeded, it was decided to continue with the procedure. During ablation of the right pulmonary vein and following what the doctor described as a ¿difficult¿ transseptal puncture the physician used cartosound to again evaluate the effusion. It was noted that the effusion had grown in size and the patients¿ blood pressure decreased. The procedure was aborted. A pericardiocentesis was performed successfully. The patient was in stable condition and was held for observation according to hospital protocols. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.

Manufacturer narrative:
Additional information was received from the account regarding the needle and sheath that were used during the procedure. A st. Jude medical brk transseptal needle and an agilis sheath were used to make the transeptal puncture indicated in the original event description. Notification has been sent to the manufacturer regarding this event. (B)(4) it was reported that a patient underwent an atrial fibrilation (afib) procedure (that required a transeptal puncture) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. The bwi failure analysis lab received the device for evaluation. Upon receipt of the complaint device, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response, and stockert compatibility, and was found within specification for all tests. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 recognition and the catheter was recognized by the carto 3 system, no error messages were displayed, and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The root cause of the complaint event remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar catheter: sndstrg10g, lot # 10846835000153. Lasso catheter: model# d-1343-01-s, lot # 16073800l. Webster cs catheter: model# d-1263-06-s, lot # 16076925m. Carto 3 sn: model#m-4800-01, serial# (B)(4). Stockert sn: model# m-5463-01, serial#(B)(4). Coolflow pump sn: model# m-5491-02, serial# (B)(4).